Event description:
The customer reported that during the training session with the crew, the autopulse platform (sn (B)(6) displayed "analyzing patient size," but the lifeband did not retract when pressing the start button. The customer tried to clear the message by replacing the lifeband, but the issue persisted. According to the customer, the platform was not displaying any error codes. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed "analyzing patient size," but the lifeband did not retract was confirmed during the functional testing and the archive data review. Based on the archive, the platform displayed fault 16 (timeout moving to take-up position) and the fault was replicated during the functional testing at zoll. The root cause of the reported complaint was a seized brake gap due to corrosion on the brake housing area of the drivetrain motor. The archive data indicated fault 16 (timeout moving to take-up position), confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering on and no brake activation was noted, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the drive train motor having rusted/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion and will prevent the brake from opening or closing during activation. This will cause fault 16 and prevent the platform performing compression. Use ipa to clean and remove rust/corrosion at the brake housing area. Checked and verified the brake gap was within the specification. The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).